Event description:
It was reported that suture placement of the first proglide device was achieved in the calcified right common femoral artery using the preclose technique prior to a percutaneous coronary interventional (pci) procedure. The suture placement of a second proglide device was attempted using the preclose technique. Reportedly, after successful foot deployment, the suture was successfully deployed and retrieved. An attempt to park the foot (retract the foot) was unsuccessful. The patient was taken to surgery where the proglide device was removed and hemostasis was surgically achieved. The arteriotomy was 6f. No femoral angiogram was taken; however, the access site felt calcified. There was a clinically significant delay in the closing procedure due to the surgical removal of the proglide and arteriotomy closure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. A femoral angiogram was not taken. Per the instructions for use for the perclose proglide - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall. It was reported that calcification was felt in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction - no vessel tortuosity was confirmed, initially reported mild vessel tortuosity. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.